Event description:
It was reported that the customer went to the emergency room (ER) and subsequently was hospitalized due to a high blood glucose of 580 mg/dl and diabetic ketoacidosis; cause was not known. The ketone levels were identified as life-threatening by a healthcare provider. The customer was treated with intravenous fluids of insulin, sodium bicarbonate, and saline. At the time of the report, the customer had not been released from the hospital. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.